Event description:
This lead was capped and replaced due to oversensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis, therefore the device itself could not be investigated. The received printouts of the device were carefully analyzed. The available data confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes with shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.